Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that no capture and low r-wave sensing were observed. X-ray showed lead dislodgement. The lead was explanted when repositioning was unsuccessful.